Manufacturer narrative:
This event occurred in (B)(6). ( B)(4).

Event description:
The customer questioned thyroid results for 22 patient samples tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The 22 patient samples were submitted for investigation where discrepant results were identified for tsh, ft4 iii and ft3 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e602 module was 349487 with an expiration date of 30-apr-2019. The tsh reagent lot number used with the e411 analyzer was 349487 with an expiration date of 28-apr-2019. The tsh reagent lot number used with the e801 module at the investigation site was 283556 with an expiration date of 28-feb-2019.

Manufacturer narrative:
The patient samples were not submitted for investigation. Since these patient samples were not submitted, the investigation could not be completed. The differences in tsh results from different manufacturers are caused by differences in the set up of the assays, the antibodies used and the differences in standardization materials and procedures used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
A new sample from patient sample ID (B)(6) was obtained and submitted for investigation. Discrepant results were identified for ft4 iii and ft3 iii between an e801 module used at the investigation site and an e411 used at the investigation site and the centaur method. Refer to attached data for the discrepant results and other relevant tests. The new sample for patient sample ID (B)(6) was requested for investigation.